Manufacturer narrative:
Installed locking assembly and frame to resolve. No report of patient involvement. (B)(4).

Event description:
The field engineer found that the composite molded section on the bottom of the vent frame housing that seats into the locking plate and base was snapped off. There was no reported patient involvement,